Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery with heavy calcification and moderate tortuosity. The pilot guide wire was advanced; however, resistance was noted with the lesion, and the guide wire perforated the artery and a pericardial effusion was confirmed on echocardiogram. The patient was referred to a cardiothoracic surgeon for open heart surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide cath: boston scientific runway cls 3.5 6f. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.